Manufacturer narrative:
Correction: the imaging system then passed the system checkout and was found to be fully functional after the computer was replaced. The computer was returned to the manufacturer for analysis. During testing, no errors were found and computer passed all testing. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
A medtronic representative inspected the navigation system on-site and found that after launching the spine program and re-seating the cables on the back of the computer the staff cart monitor showed 'no input detected'. The surgeon monitor was plugged in and both showed the same 'no input detected' error. The cable from the computer to the splitter was re-seated with no change. The computer was not cycling. The system was shut down and then logged into the cranial software. The same issue was observed. The suspect part has been received for evaluation, however, no results are available at this time.

Event description:
A medtronic representative reported that outside of a procedure, the staff monitor on the navigation system flickered, had black horizontal lines, and then switched to, "no input detected". The surgeon monitor was not plugged in. The system was rebooted and the issue was resolved. It was further reported that the flickering does not change with cable manipulation and only occurs after selecting patient profile. There was no patient present when this issue was identified.